Event description:
It was reported that patient experienced infusion set tubing was leaking at the site on (b)(6) 2026.

Manufacturer narrative:
MDR 3003442380-2026-55043 / Initial 4 of 5.Based on the available information, this event is deemed to be a Reportable malfunction complaint. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration NumberReporting Site: 8021545Manufacturing Site: 3003442380.